Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter. The customer's blood glucose ranged from 142-180 mg/dl. The customer continued to use the pump for insulin therapy.